Manufacturer narrative:
All available patient information has been included. No additional information has been provided. This report is being filed on an international product, list number 06q12-01 that has a similar product distributed in the us, list number 04z96-51. During initial evaluation of the issue, the field service representative (fsr) stated that the label for the secondary tube created from the glp aliquot module (am) (list number 06q12-01), serial (B)(4), did not match the patient¿s name within the system. Further investigation showed that the issue could be attributed to the character limitation. The am when printing labels for the secondary tubes was limited to 49 characters or less. The initial investigation also identified glp aliquot module (am) (list number 06q12-01) did not perform per the 12260 (aliquot module) service manual. The issue is being further investigated and a follow-up report will be submitted when the evaluation is complete.device evaluation has already begun and remains in-process.

Event description:
The customer observed a secondary tube was incorrectly labeled with the wrong patient¿s name by the glp aliquot module. No impact to patient management was reported.

Manufacturer narrative:
During product evaluation, an issue was identified where the label for the secondary tube that was created from the glp aliquot module (am) (list number 06q12-01), serial xxxx would incorrectly print the secondary tube labels. Further investigation into the issue found that the issue could be attributed to a character limitation. The aliquot module is limited to print labels for the secondary tubes to 49 characters or less. If there were 50 characters or more, this issue would cause the aliquot module to print the last label that was within the character limit, (which was usually the previous sample tube) onto the next label. This issue has the potential to cause a delay in results due to a delay in sample processing if there was improper configuration of the system (modules or software) by the operator. There have been no reported injuries as a result of this issue. The frequency of the hazard was assessed and determined the overall frequency is low, which has not changed from the predicted frequency as outlined in the risk management file. The cause was determined to be a design gap in the aliquot module software requirements. A future am software update will be released to limit the typing fields to max 50 characters. Additionally, the am manual will be updated to inform the customers of their responsibility for the configuration and content of the label from the lis and that the number of characters is limited. Based on the available information, a deficiency was identified for the glp aliquot module (am) (list number 06q12-01) as it did not perform per the service manual label printer hermes+ (9008980, 04/2015).